Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received indicated that when the customer opened the box of the regatta guide wire; the distal end of the coil looked stretched.